Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non pacer dependent and asymptomatic patient presented remotely via merlin.net transmission. Upon review of stored egm, the right ventricular lead exhibited noise. Lead damage was suspected. It was noted that the noise was not happening very often. The physician will continue monitoring the patient.